Event description:
Event description cpi received information that upon interrogation, this implantable pulse generator (ipg), implanted for 9.8 months, was exhibiting symptoms of early battery depletion with data indicating elective replacement indicator tripped on 9/29/99, and now no magnet response and no output. The device was explanted.